Event description:
A report was received that the patient was experiencing increased leg pain. The physician repositioned the leads outside of the epidural space due to spinal cord compression. The physician indicated that the patient's spinal cord compression was anatomy related and the patient will undergo a second lead revision in the future. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) model description: enh st ld kit. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing increased leg pain. The physician repositioned the leads outside of the epidural space due to spinal cord compression. The physician indicated that the patient's spinal cord compression was anatomy related and the patient will undergo a second lead revision in the future. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information indicates that during revision the physician chose to replace patient's leads and ipg. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-1110, serial # (B)(4), description: implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.